Event description:
It has been reported that the footpedal was defective. There was a loose connection of the footpedal at the customer end. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. The procedure was cancelled and was done on another system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the footswitch did not respond. The customer tried, and when it worked, they placed the patient on the table, but the problem occurred again. The issue occurred with three patients on the same day. The examination procedures were cancelled, and the patients were transferred to another lab. A remote service engineer confirmed the reported issue, said that the loose connection was a problem at the customer end as someone seems to have pulled out the connector. This issue was resolved when the footswitch plug was plugged in correctly. The system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. The health impact was corrected.

Event description:
It was reported to philips that while examining a patient, the footswitch was sporadically identified as defective. There was a loose connection. The device was inside clinical use at the time of the event. No patient harm was reported. The procedure was completed on another system. On the same date, the examinations of a further 2 patients were impacted by this issue.

Manufacturer narrative:
Corrected information: in box b [describe event or problem] - made clear that multiple (3) patient procedures had been impacted by the reported issue.